Event description:
Advocate stated her daughter received a blood glucose reading of 67mg/dl from the contour next ez, retested on a different meter and the reading was 268mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. New meter and test strips were sent to the customer.